Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, there are no reported allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
On 3/apr/2022, it was reported that this patient on peritoneal dialysis (pd) therapy was experiencing drain complications with the fresenius cycler during drain cyclers in pd treatment. Further information was obtained during follow up calls with two pd nurses familiar with the patient who reported that the patient did not experience any adverse effects from the reported drain complications. It was confirmed the patient was using heparin, per standing orders, for possible fibrin even though fibrin was not visible. Subsequently, on (B)(6) 2022, the patient was seen in the outpatient pd clinic (for a scheduled appointment). During the visit, the pd nurse performed a manual drain of the pd effluent which was observed to be cloudy. As a result, the patient had a pd culture obtained which had no organism growth but did have an elevated white blood cell of 180 consistent with a diagnosis of peritonitis. The patient was initiated on antibiotic treatment with vancomycin 1.5 grams and gentamycin 60 mg intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd treatment on the fresenius cycler without any issues. The nurse stated the cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the event may have been related to a breach in aseptic technique during the patient¿s prior hospitalization (unrelated to dialysis).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 3/apr/2022, it was reported that this patient on peritoneal dialysis (pd) therapy was experiencing drain complications with the fresenius cycler during drain cyclers in pd treatment. Further information was obtained during follow up calls with two pd nurses familiar with the patient who reported that the patient did not experience any adverse effects from the reported drain complications. It was confirmed the patient was using heparin, per standing orders, for possible fibrin even though fibrin was not visible. Subsequently, on (B)(6) 2022, the patient was seen in the outpatient pd clinic (for a scheduled appointment). During the visit, the pd nurse performed a manual drain of the pd effluent which was observed to be cloudy. As a result, the patient had a pd culture obtained which had no organism growth but did have an elevated white blood cell of 180 consistent with a diagnosis of peritonitis. The patient was initiated on antibiotic treatment with vancomycin 1.5 grams and gentamycin 60 mg intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd treatment on the fresenius cycler without any issues. The nurse stated the cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the event may have been related to a breach in aseptic technique during the patient¿s prior hospitalization (unrelated to dialysis).